Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a misalignment problem between the stylus and the arrow on the screen and calibration didn't solve the problem. The touch screen was found out of specifications. Analysis also found errors in the programmer software updates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was not calibrated with the pen stylus even if the pen was new and the recalibration software was done. The programmer was returned for service. There was no patient involvement.